Event description:
The customer contacted physio-control to report that their device would power off by itself shortly after powering on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the device's battery pins were loose which was causing the device to lose power. Physio then tightened all of the battery pins which resolved the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.